Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and binned intervals were observed on the right ventricular (rv) lead which led to a diagnostic anomaly on the device causing impedance measurements to not be available. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.